Event description:
Bec field service engineer (fse) sustained a minor cut on his finger while he was cleaning the cuvette. The fse reported that the cuvette broke while he was cleaning the cuvette. The fse indicated the cuvette did not break when he removed the cuvette from the reaction wheel of the unicel dxc 800 synchron system. The fse indicated he was wearing appropriate personal protective equipment and used proper cuvette removal tool during the cuvette maintenance. The fse received proper treatment immediately after the injury with necessary vaccinations. Blood test was performed and the results were normal.